Event description:
Additional information was received from the manufacturer representative (rep). It was reported the hcp saw the patient, but the rep was not present. The hcp offered the patient to switch to another manufacturer's device. The patient said she did not think she wanted to do that since she has a relationship with the rep. The re did not have any new information on the bee sting sensation but said that it has not changed. The patient was going to make a decision in the next few months. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had texted the rep not long ago to meet for programming optimization, but they could not get together due to covid19 restrictions. The rep stated that they met with the patient today and they reported having a ¿bee sting¿ sensation at the ins site and rib sensation when the ins was on. The rep stated that this started ¿a couple of months ago¿ and then stated it was likely (B)(6) 2020. They stated that impedances were checked and the rep changed references (including programmed electrodes). They stated that they did not see anything abnormal. They did not see repeating values, but noted that the impedances seemed to be all in the 700 ohms range. The rep stated that they would turn stimulation off and the sensation would go away and then turn the stimulation on and the sensation would come right back. The rep noted that they even did this without telling the patient and they still noticed that the sensation came back when the ins was on. The rep stated that the sensation issues were more present when the stimulation was turned up higher. They stated that nothing promoted this issue. It was reported that the patient would meet with their doctor for imaging next week and stated that they would also be present to further look at the system. Technical services reviewed that there was a possibility the patient had an intermittent short of some kind. The rep would likely pull and data file, check impedances, palpate the pocket and review imaging. The rep also stated that they would likely call back when they meet with the patient. No further complications were reported/anticipated.